Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, oversensing and mode switch episodes due to noise were observed on the right atrial (ra) lead. Reprogramming was carried out to resolve the event. The patient was stable with no consequences.